Event description:
It was reported the right ventricular (rv) lead showed evidence of a conductor fracture. The rv lead remains in use and a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (ipg) implanted: 2006-(B)(6), product ID 4524-53, implantable pacing lead, implanted: 1995-(B)(6). (B)(4).